Manufacturer narrative:
During processing of the complaint, attempts were made to obtain complete event, patient and device information. As the lens remains implanted a proper device analysis cannot be completed. Patient preexisting pathology was provided, the patient had a dislocated iol, primary open angle glaucoma, dry macular degeneration. Relevant medications were also provided. Patient was on medication for glaucoma, and was then put on antibiotics to treat the inflammation. We have reviewed the device history records (DHR's) and sterilization reports and there were no nonconformities or deviations noted during the manufacturing of the lenses that could have contributed to the nature of this complaint. The DHR's indicate that the lenses were processed per standard operation procedures, inspections and met all of the sterilization criteria for release. Quality control confirmed that no failures of the following have occurred during the manufacturing period of these lenses: bioburden, endotoxins on the product, particulate count in clean room, air born germs (clean room and laminar flow hoods). A review of the device history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the lens. The reported issue appears to be related to the operational context of the procedure and not a malfunction or contamination of our device. However, the use of antibiotics is considered medical intervention to prevent permanent impairment to the patient. Our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lenses were processed per standard operation procedures and inspections, and met all of the criteria for release.

Event description:
It was reported that after a patient had a CT lucia 602 iol implanted the patient developed endophthalmitis (inflammatory reaction). The lens remains implanted. The patient was referred to retina for vitrectomy. No additional information has been provided.